Event description:
An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm and showed the pump in "safe state". The patient did not have an MRI and was unaware of being near anything unusual. The pump was reprogrammed. No patient symptoms were reported. The type of medication concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.